Event description:
It was reported that during a pulse generator changeout, insulation damage was found on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found clavicular crush damage to the outer insulation at 23.5 cm to 24.8 cm from the connector pin which fractured the outer coil. The inner insulation was also damaged to clavicular crush exposing the inner coil.